Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 378 mg/dl between 1 and 4 hours of wearing the pod. The patient stated the cannula did not properly insert into the skin. Upon removal of the pod, there was some blood around the cannula and insulin was found to be leaking. The patient further stated the pink slide did not move forward, indicating a needle mechanism failure. During the call, the patient reported bg levels continued to go down to 321 mg/dl and then 304 mg/dl.